Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was being programmed to undergo an magnetic resonance imaging in which pace impedance measurements were high in one of the vectors. Technical services (ts) discussed to check for evidence of a fracture and to discuss with the physician. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was being programmed to undergo an magnetic resonance imaging in which pace impedance measurements were high in one of the vectors. Technical services (ts) discussed to check for evidence of a fracture and to discuss with the physician. The lead remains in service. No adverse patient effects were reported. Additional information was received that the pace impedance was only high on the electrode tip. The physician felt that it was due to lead placement. The impedances were within normal range in all other vectors and there was no sign of a fracture. The electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.